Event description:
It has been reported to philips that the system did not boot up. The system was not in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) went onsite and confirmed the reported problem. The analysis of the system log file found that the host-pc could not connect to the flexvision-pc, which confirmed the malfunctioning of the flexvision pc. Upon troubleshooting, the fse found that the flexvision pc did not turn on and further check revealed that the cmos battery has low voltage. Hence, the fse replaced the cmos battery in the flexvision pc. Following the replacement, the flexvision pc was powering up normally and the system was returned to use in good working order. The codes were updated based on the investigation outcome.